Event description:
A (B)(6) male pt contacted zoll customer support to report that his batteries were not charging properly. The pt was issued a replacement battery charger/modem and a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) and battery pack (B)(4) has been completed. The reported problem (battery won't hold a charge) has been confirmed. Upon investigation contamination was found on the battery board inside the charger/modem. The cause of the battery charger problem is contamination on the battery board. Corrosion was also found on the battery pack pca board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem and contaminated battery pack. The pt received a replacement charger/modem and battery pack. Device manufacture date: battery pack (B)(4) mfg 12/2010.